Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and discussed fracture with the health care professional (hcp). Ts suggested the health care professional (hcp) consult with cardiology, and local field representative for further analysis. This ra lead remains in service. No adverse patient effects were reported.